Event description:
The customer reported power and control pca were faulty. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once investigation is complete.